Event description:
It was reported that the patient presented in clinic for initial implant procedure. Upon interrogation post procedure, it was found that left ventricular (lv) lead exhibited high capture threshold. Chest x-ray was performed and confirmed lv lead dislodgement. The lv lead was explanted and replaced. The patient was discharged.